Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation. In addition, no imagery was provided by the site. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. During manufacturing, inflation balloons are 100% inspected for any abnormalities, and visually inspected for any defects. The flex tip outer diameter is 100% dimensionally inspected/verified. Additionally, the work order underwent product verification testing as a requirement for lot release. All testing passed specification. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record (DHR) review was unable to be performed as the work order/lot number was not provided. A review of the complaint history revealed that the complaint occurrence rate did not exceed the october 2019 control limit for the trend category. A review of the instruction for use (IFU) and training manuals for revealed no deficiencies. Per the IFU: during delivery system removal: completely unflex the delivery system; ensure flex tip is still over the triple marker; ensure balloon lock is locked; ensure the balloon is completely deflated; pull the entire delivery system through the sheath; maintain guidewire position in the aorta; patient injury could occur if the delivery system is not completely unflexed prior to removal. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for delivery system withdrawal difficulty through sheath was unable to be confirmed due to the unavailability of the device or relevant imagery. No manufacturing non-conformance could be determined due to unavailability of the device for evaluation. A review of the manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Additionally, a review of the IFU and training manuals revealed no deficiencies. The complaint description states that a pigtail catheter became snared on the delivery system as it was navigating back through the sheath, causing the pigtail to be pulled into the sheath along with the delivery system. As the device user suggested, this interaction could be directly responsible with the difficulties encountered. Based on the available information, it is likely that procedural factors (interaction with pigtail catheter) contributed to the complaint event. Since no manufacturing non-conformances or IFU/training deficiencies were identified, no corrective/preventative actions, nor a product risk assessment is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, the 29 mm sapien 3 valve was implanted successfully in the aortic position via right transfemoral approach.  Upon removal of the delivery system, resistance was felt as the delivery system was coming through the esheath.  It was observed on the fluoro images that the pigtail catheter had become snared on the delivery system and was inside the sheath.  A lunderquist wire went in the pigtail from contra-lateral side and the pigtail was removed out. The delivery system was removed without further complications.  A laceration was noted on the left iliac artery (non- delivery system side).   Covered stents were implanted in the iliac and the bleeding was controlled.  The patient received 3 units of blood.  The patient is in stable condition post procedure.